Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 546 mg/dl. The customer stated there was signs of infection and had soreness on the insertion site. The customer was treated with antibiotics. The customer was assisted with trouble shooting and was advised to consult their healthcare provider about what may have caused their blood glucose to rise. The customer did not return the product back for analysis.